Manufacturer narrative:
Investigation summary: no samples or photos were provided for evaluation. Based on the description, the foreign matter is most likely an epoxy splatter. Epoxy splatters can be caused in the following ways: the rack of needles fell against another rack coming in contact with uncured epoxy. (Most likely in view of the note in the DHR regarding a roll up.) A misassembled needle with uncured epoxy came into contact with the needles in question during assembly. Epoxy contaminated the caterpillar belts on the assembly line and transferred to the cannula. Here are the things we've done to improve epoxy splatters and dripovers: re-trained operators in regards to inspecting for epoxy dripovers and identify epoxy issues. Modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles. Revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review was completed with zero defects found related to foreign matter. No quality notifications were written for this batch, nor for the associated assembly batches regarding foreign matter. DHR review: two assembly batches were used in the production of this order. Assembly batch 6243597 had 171 visual inspections performed on 8,550 parts with zero defects recorded. Assembly batch 6271680 had 245 visual inspections performed on 12,250 parts with one defect recorded for the low lube solids mentioned above. This does not impact the fm. Investigation conclusion: the defect could not be confirmed as reported. Possible root cause: the rack of needles fell against another rack coming in contact with uncured epoxy. (Most likely in view of the note in the DHR regarding a roll up.) A misassembled needle with uncured epoxy came into contact with the needles in question during assembly. Epoxy contaminated the caterpillar belts on the assembly line and transferred to the cannula.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿white¿) on the middle of a bd precisionglide¿ specialty use sterile hypodermic needle. There was no report of exposure, injury or medical intervention.